Event description:
The customer reports that during a procedure, the device was firing broken staples. One leg of the staples was broken when placed on tissue. This occurred with three devices. They got a fourth device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.